Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient was hospitalized due to elevated blood glucose level of 305 mg/dl. When checking the insulin cartridge, it was discovered that the cartridge was nearly empty and with very little insulin although the pump showed there was a lot of units; there was a very large air bubble in the cartridge. No product was requested to be returned.